Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a posterior lumbar fusion surgery due to ruptured disc, pain in which rhbmp-2/acs was used. Reportedly, the patient developed ectopic bone spurs post-operatively throughout the spine encroaching the nerve roots. The patient got one of the ectopic bones removed but within a month it had grown back.